Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.129 m plus blood collection tubes are overfilling. The following information was provided by the initial reporter: material no.: 363080, batch/lot: 9043983. It was reported that the tubes are overfilling. Customer text: I was notified by two technologists on thursday may 9th that they noticed a couple of tubes appeared to be overfilled. One was noticed by the phlebotomist that collected it and the other was a technologist who was uncapping the tube to place it on a coagulation analyzer. I didn't see the tubes personally and no pictures were taken of the tubes. I initiated my inquiry, given the previous product recall for the same issue with the 2.7 ml tubes and wondered if the problem/issue had been reported by any other customers. Due to the fact that I cannot determine for sure if the tubes were actually "over" filled or just filled above the minimum line, we will continue to monitor and have asked staff to alert us with any possible overfilling tubes. The lot # is 9043983, exp 20190831. I have ordered new tubes of a different lot#.